Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: service tech did not verify the reported problem. The device was connected to a known good ac adapter and powered the vent on/off multiple times with no abnormalities. Passed all tests. Replace the main board as a precaution.

Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and performed extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced ventilator inoperable when powered on. The customer confirmed that there was no patient involvement associated with the reported event.